Manufacturer narrative:
The field service engineer (fse) noticed the fluid leaked at the rear of instrument and discovered broken tubing. The fse replaced the restrictor tubing at solenoid valve 18 and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. (B)(4).

Event description:
The customer reported approximately 200 milliliters of diluent leaked from the right front of the instrument and onto the counter involving coulter lh 750 hematology analyzer. The customer noted the fluid leak came from under the rocker bed by the main waste chamber. The customer had on personal protective equipment (ppe) consisting of gloves and a laboratory coat during the event. The customer stated the laboratory technician noticed the leak during changing of the diluent and immediately discontinued analyzing patient samples. Patient results were not impacted. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. The customer has an exposure control plan at the facility. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.